Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that as the surgeon attempted to attach the handle to the tibial baseplate the weld on the locking mechanism broke.

Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the mis sizing plate handle confirmed that the device was broken. The device was measured and found to meet specification where measured. This device is used for treatment the device has an approximate field life of 3 years and 10 months. It is unknown how many times the device was used during that time. The reported issue has been previously investigated and it was found that the lever was not appropriately designed to withstand repeated loading stresses. The device was manufactured prior to implementation of a re-design in (B)(6) 2014.